Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: a review of the black box showed partially discharged batteries resulting in low battery warnings. No damage was found to the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. The current draws were within specifications. The pump cover was removed to find no evidence of moisture or loose components. The battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. No moisture/corrosion was found in the battery compartment.